Manufacturer narrative:
The cls was returned with severed portions of the proximal lead still inserted in the ports. The cls passed all functional testing, and no evidence of electrocautery related damage was observed. Functional testing of leads could not be performed due to its returned condition. The event logs were reviewed which indicated the device had not been in use since (B)(6) 2025. A root cause for the inadequate pain relief and the implant pain could not be definitively determined. Evoke scs system surgical guide advises "patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls". Evoke scs system surgical guide lists persistent post-surgical pain at hardware implantation sites as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief and pain at the evoke closed loop stimulator implant site and midline incision site, following an unrelated spinal surgery that occurred in approximately (B)(6) 2025. Electrocautery use during the surgery was confirmed. Prior to the spinal surgery, the patient previously experienced effective lower limb pain relief when the device was activated. At the patient¿s request, the evoke scs system was explanted. It was noted that the patient experiences back pain that is nociceptive in nature.